Manufacturer narrative:
Insulin pump was received with pump error 38 during rewinding due to jammed motor gearbox..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that they are unable to complete insulin pump rewind. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.